Event description:
During a meniscus repair procedure, it was reported that t1 was taken away when pushing t1 and then pulling out. T2 was reported to not be deployed. A procedural delay of less than thirty minutes was reported and the product was removed from the patient. A backup device was used to complete the procedure.

Manufacturer narrative:
One device was returned for evaluation. The introducer needle, sutures and anchors were returned however t1 is no longer on the needle. The device was visually evaluated and actuator knob in the non-deployment position. The device was functionally tested; the deployment knob was able to move t2 into the deployed position. Deployment of t2 into a rubber meniscus was successful. Review of the device history records was performed which confirmed no inconsistencies. It is unknown what caused the user to experience the reported event, as the problem was not able to be confirmed. A root cause could not be determined. (B)(4).